Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a flashing display. The customer's blood glucose level was 7.6 mmol/l. It was also stated that the insulin pump screen flash white and then go gray and the buttons were frozen and the screen was not flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No missing segments/partial display or display anomaly was noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.